Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (gd882241, gd882613, gd883942). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. The nurse stated on (B)(6) 2011, the patient was hospitalized for peritonitis. The nurse clarified that the patient did not have pneumonia, but on an unreported date, experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for that event. During the hospitalization, a peritoneal effluent culture was performed and the results were unknown. Treatment was not reported and on (B)(6) 2011, the patient was recovering and discharged. The nurse further stated that at the time of this report, the peritonitis was resolved. Pd therapy was ongoing. The nurse stated the event of peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.